Manufacturer narrative:
Initial and final MDR(B)(4) - device 2 of 5

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets cannula kinked, after three hours of insertion. This event occurred on 06-nov-2024, 08-nov-2024, and 10-nov-2024. Insertion site was thigh. Customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available